Event description:
It was reported that the patient received a vibratory alert for non-sustained right ventricular oversensing due to oversensing of atrial signals on the ventricular channel. Lead dislodgement was noted. The patient reported performing vigorous exercise immediately before the alert was given. Lead revision was planned.